Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples of product introcan safety 3 pur 22g 0.9x25mm-us (catalog # 4251128-02, lot # unknown) were submitted to the manufacturer for evaluation. The catheters were attached to extension sets. A simulation was performed on the received samples to replicate the leakage reported. Each returned catheter hub was flushed with red dye water using the returned extension line with luer lock connector. No leakage was observed from the luer connection between all of the returned catheter hub and all the returned extension line lock connector. Based on the investigation, the returned samples are within specification. The reported defect could not be observed or replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Five (5) unannounced samples with the following product information was received on 15oct2024 originally for complaint (B)(4): introcan safety 3 pur 22g 0.9x25mm-us. Prodcut code: 4251128-02. From complaint (B)(4): brief inquiry description: multiple occurrences of introcan safety 3 IV s leaking at the extension site connection. Detailed inquiry description: ivs leaked during chemo administration and medication spilled onto patients.